Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, evaluation found the cable was defective and disconnected. Based on the results of the investigation, the image blackout was likely caused by a damaged and disconnected cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had an image blackout. The issue was identified, before an equipment inspection test. There were no reports of patient harm.